Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0208 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was flushed, air bubbles in the tube and frothy blood during aspiration was noted. A hole is seen at the tube by the statlock securement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A 4fr s/l powerpicc solo catheter was returned for evaluation. Residual material was visible within the catheter tubing and outer surface, indicating that the sample had been used. When the catheter was flushed and pressurized with water from a non-complainant 12cc syringe, a leak was noted emanating from the proximal region of the catheter shaft, near the molded suture wing. Under microscopic observation a semi-circumferential split was visible at the leak site. The split traversed through the entire wall thickness towards the center of the split and was only on the outer surface on the terminating ends of the split. The split surface appeared dull and granular. The material inside the split showed lighter discoloration, indicating material stress. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Although a leak could be confirmed, the root cause of the damage could not be determined at this time. Possible contributing factors could include sharp instrument damage, material fatigue, and/or tensile (pulling) damage.

Event description:
It was reported that when the catheter was flushed, air bubbles in the tube and frothy blood during aspiration was noted. A hole is seen at the tube by the statlock securement.